Manufacturer narrative:
(B)(4). The event is currently under investigation. (B)(4).

Event description:
Per the mw5063169, reported through the FDA voluntary event reporting process, the manufacturer was informed that the sheath cracked and unraveled inside the patient's blood vessel. It was reported that intervention was required. Additional information has been requested, at the time of this report no other information is known.

Manufacturer narrative:
(B)(4). Investigation - evaluation. A review of the complaint history, device history record, instructions for use (IFU), trends and quality control conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of complaint history for this lot shows there were no other reported complaints for this lot number. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: ¿warnings: before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage. Precautions: do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt. Sheath removal: withdraw the sheath and dilator as a unit. How supplied: upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
Per the mw5063169, reported through the FDA voluntary event reporting process, the manufacturer was informed that the sheath cracked and unraveled inside the patient's blood vessel. It was reported that intervention was required. Additional information has been requested, at the time of this report no other information is known.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that nothing was being utilized in the sheath at the time of the event. The sheath was in the femoral artery, during removal the sheath cracked and unraveled. Nothing had been inserted into the sheath prior to the removal and the dilator was not used during removal of the sheath. The characteristics of the vessel are unknown.